Manufacturer narrative:
Analysis of programming history.

Event description:
Attempts for additional information have been unsuccessful to date as the vns patient's physician at the time of the event is no longer treating vns patients.

Event description:
During the review of pt's vns programming history, it was noted that the first known settings on (B)(6) 2008 showed on and off times indicative that a faulted systems diagnostics test had previously occurred that was not completely corrected. The on and off time indicated is not considered to be therapeutic and was likely not intentionally set by the physician. It was also noted that the pt's on and off times werre changed at the following visit noted on (B)(6) 2009. It is unknown when the unintended settings began. No adverse events have been reported as a result of the likely unintended settings. Attempts for additional information are in progress.